Event description:
The customer stated that the insulin pump had a blank display after it was submerged in water. The customer also stated that there was a scratch on the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor, scratched display window and a cracked reservoir tube.